Event description:
It was reported that the user experienced a low glucose event with a documented blood glucose of 44 mg/dl, after which they treated with oral carbohydrates (cereal with brown sugar) and later reported a blood glucose of 178 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for self-treatment with oral glucose and recovery without hospitalization. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed no device malfunction reported and an unclear precipitating cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.